Event description:
Our country representative was notified a vns pt in united kingdom has high lead impedance on their system diagnostic test. The pt has had no change in seizures. X-rays were reviewed by their surgeon and no obvious reason for the high impedance was observed. The pt was last seen in (B) (6) 2009 in clinic and a system diagnostic was not performed at that time. A normal mode was performed and reported to be at expected ranges for the pt. The pt's vns device has been programmed off and at this time, there has not been any surgical plans made for the pt. No fall or injury was reported preceding their high impedance being attained. No further info will be provided in regards to this pt related to pt confidentiality issues.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.